Event description:
It was reported that 2 half-bed siderails were placed on both sides of the bed because the pt was restless. The mattress overlay on the bed was a kci product, but the bed itself and the siderails were made by other mfrs. Pt was later found with chest compressed between the 2 half-bed siderails with feet on the floor and deceased. Based on the circumstances, it is believed that the pt went into the position between the rails while attempting to get out of the bed unassisted.